Event description:
It was reported that a female patient who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 22, 2022. The event date was clarified to be october 25, 2022. The implant date was clarified to be (B)(6) 2005. Explant and replacement with a mentor smooth round moderate profile 250cc saline prosthesis was performed on november 3, 2022. The impacted product, previously unknown, is a mentor smooth round moderate profile 250cc saline prosthesis, catalog #3501635, lot #5567659. A manufacturing record evaluation was performed for the finished device 5567659 number, and no non-conformances were identified. The impacted product was received by the failure analysis lab on (B)(6) 2023. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed according to mentor procedures, and it identified a tear within the crease/fold measuring approximately 0.1 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).